Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that when the brake pedal is in the brake position, the foot end brake caster will not roll but they will still move from side to side. No injury reported.